Manufacturer narrative:
Summary of event: as reported, during a lower leg angiogram with angioplasty, a cxi support catheter separated. The patient's anatomy was stenosed and heavily calcified. Another manufacturer's sheath was used during the procedure. As the user was attempting to cross a stenosis in one of the tibial arteries, the cxi became stuck. Upon removal of the catheter over an unspecified 0.014" wire guide, significant force was needed, and the "most distal lower piece" broke off inside the patient. The user continued to remove the catheter and it broke a 2nd time. The wire guide was removed and both sections of the catheter came out with the wire. Per the user, the patient's calcification potentially contributed to the cxi being stuck and the cxi felt as though it was stuck to the wire. The patient was not affected, and the procedure was continued with a new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The catheter was separated into three segments. The first segment measured 56.3-centimeters from the strain relief and a kink was noted at 8.9-centimetrs from the strain relief. The middle segment measured 87.3-centimeters and a kink was located 42.7-centimeters from the proximal end. The remaining segment measured 8-centimeters. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot. Therefore, the device history record and complaint history could not be reviewed. The customer followed relevant instructions in the instructions for use (IFU). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s stenosed and heavily calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - phone: (B)(6) h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower leg angiogram with angioplasty, a cxi support catheter separated. The patient's anatomy was stenosed and heavily calcified. Another manufacturer's sheath was used during the procedure. As the user was attempting to cross a stenosis in one of the tibial arties, the cxi became stuck. Upon removal of the catheter over an unspecified 0.014" wire guide, significant force was needed, and the "most distal lower piece" broke off inside the patient. The user continued to remove the catheter and it broke a 2nd time. The wire guide was removed and both sections of the catheter came out with the wire. Per the user, the patient's calcification potentially contributed to the cxi being stuck and the cxi felt as though it was stuck to the wire. The patient was not effected and the procedure was continued with a new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.